Manufacturer narrative:
(B)(4). Additional information: investigation: product is manufactured, inspected and packaged by william cook (B)(4). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Cook will reopen its investigation if further information is received warranting.

Event description:
As per a CT scan performed on (B)(6) 2016, it states " positive for perforation. Negative for tilt or migration. Grade 3 perforation two ventral struts abutting pancreas uncinate process."

Manufacturer narrative:
Additional information: the event is currently under investigation. A supplemental report will be provided upon conclusion. William cook (B)(4) initially reported event under manufacturer report # 3002808486-2017-00987. New information was received identifying that the product was a cook inc.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2012 via the common femoral vein due to pulmonary embolism (pe) and contraindicated to anticoagulants, liver laceration and dropping hematocrit post motor cycle accident. Plaintiff is alleging vena cava perforation, stress, anxiety and pain in mid section. Additional information provided determined that this device was manufactured by cook inc.

Manufacturer narrative:
Additional information investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vena cava perforation, stress, anxiety, pain in midsection.¿ cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported stress, anxiety, and pain in midsection are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.